Manufacturer narrative:
Correction: b5.desc evt problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by the patient, during use of the cardiac resynchronization therapy defibrillator (crt-d) and lead "the last time the nurses worked on it for 20 minutes to get it programmed and couldn't do it. They then called someone for 20 minutes and they still could not do mine. I have not had it checked for two years before this."  The crt-d and lead remain in use.  No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient reported performance issue of clinic could not program the crt-d could not be confirmed. It was noted that programming changes were implemented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by the patient, during use of the cardiac resynchronization therapy defibrillator (crt-d) "the last time the nu rses worked on it for 20 minutes to get it programmed and couldn't do it. They then called someone for 20 minutes and they still could not do mine. I have not had it checked for two years before this." The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.